Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood. The customer blood glucose level was 500 mg/dl at the time of incident. Customer reported that the infusion set cannula was bent. Customer did not reported that the infusion set tape did not fit properly in the insertion device. Customer also reported that her blood glucose went up because of the serter issue. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.